Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while being applied at the anastomosis, the stapler only partially fired although the anvil can be tilted after firing. The patient had incurred a torn esophagus and the patient was under anesthesia for more than 8 hours. Incision was also extended for more than 1 inch. Hand-on suturing was done to prevent permanent impairment of patient function and to complete the case. According to the surgeon, mishandling of the stapler was the reason for the problem occurred during surgery. The patient was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while being applied at the anastomosis, the stapler only partially fired although the anvil can be tilted after firing. The patient had incurred a torn esophagus and the patient was under anesthesia for more than 8 hours. Incision was also extended for more than 1 inch. Hand-on suturing was done to prevent permanent impairment of patient function and to complete the case. The patient incurred injury.